Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. Curved shape memory was observed along much of the length of the catheter. A partially circumferential split was observed just distal of the molded joint. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed granular fracture surfaces. The split edges curved inward. Material buckling, wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a crack to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when the patient came to his care and maintenance center they discovered a hole just by the suture wings. No other information provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the patient came to his care and maintenance center they discovered a hole just by the suturewings. No other information provided.